Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device also had a missing end cap sticker and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value was 113 mg/dl. It was stated that the customer was at the beach but the device was not exposed to moisture because it was kept in a black case. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.